Event description:
Reportable based on device analysis completed on 06jul2022. It was reported that the device could not pass through the angle due to resistance. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the device could not pass through the angle due to resistance. The procedure was completed with another of the same device. No complications were reported and patient was fine post procedure. However, device analysis revealed that the collar and shaft were partially detached.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. There was blood present in the shaft of the device. The collar and shaft were found to be partially detached, and there was tip damage to the device. The partial collar and shaft detachment, and tip damage found to the device during analysis could contribute to the no cross such which would likely cause resistance upon entry and advancement of the device. No other issues were identified during the product analysis.